Event description:
Patient reported no complaint against the right side device. Physician confirms no complaint against the device. Physician later reported "prosthesis . With abundant periprosthetic silicone leakage". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contralateral side rupture and later "prosthesis ... With abundant periprosthetic silicone leakage" was reported.

Event description:
Patient reported no complaint against the right side device. Physician confirms no complaint against the device. Physician later reported "prosthesis ... With abundant periprosthetic silicone leakage". The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ double capsule: unable to observe as it is not related to the manufacturing process. ¿ gel bleed: not observed since the shell barrier can be observed through microscopic inspection. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.